Event description:
On (B)(6) 2022, it was reported by an arthrex employee via sems that an ar-7300ds dissector blade heated up and burned during use. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. The device was not returned for evaluation, but a photograph was provided. Evaluation of the photograph noted discoloration of the device's metal tip, consistent with an overheating event. The available photographic evidence along with usage information provided with the complaint are sufficient to determine a cause of misuse, due to no irrigation being utilized when activating the device. Since the device was activated outside the surgical site, no fluid management was present. Activation of arthroscopic shaver disposables without irrigation is not recommended, as described in directions for use dfu-0215-eo rev. 1 section f. Precautions 9 and 10: "9. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry). 10. Running the device without the flow of irrigation (dry) will cause the device to excessively heat and may cause a thermal burn."